Event description:
It was reported the valve was not filling properly causing a possible hematoma. It is suspected by the doctor that the cause of the problem may be occlusion in the valve or catheter.